Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Patient code (B)(4): no code available (secondary surgery, lens exchange). Lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that, while injecting a 13.7mm vicmo13.7 implantable collamer lens, diopter -6.0 into the patient's right eye (od), the lens tore/broke. On the same date ((B)(6) 2017) the lens was explanted. It is unknown as to whether this was performed intraoperatively or in a 2nd surgery. On a future date (date unknown), an alternate lens was successfully implanted. Attempts to obtain additional information have not been successful.

Manufacturer narrative:
Previously stated that it was unknown whether the lens was removed intraoperatively or not. Also, and alternate lens was implanted with an implant date of unk. Corrected information-the original lens was removed intraoperatively and an alternate lens was implanted on (B)(6) 2017. (B)(4)

Manufacturer narrative:
Device evaluation: the lens was returned in a micro centrifuge vial. Visual inspection found the haptic torn and the torn piece is missing. Claim # (B)(4).